Event description:
It was reported that the external pulse generator's case needed replacing due to broken parts. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary analysis was able to confirm the customer comment that the generator's case had broken parts. Analysis found the upper and lower cases and battery drawer broken and contaminated, the battery release, heart block, lead flex cover, liquid crystal display (lcd), the main printed circuit board (pcb) and encoder flex contaminated, the two side bail covers and the ring cover missing, a case screw was the incorrect hardware, the battery contacts were compressed and the keyboard pad was scratched. It was noted that due to extensive damage the generator was being returned to the hospital unrepaired. (B)(6). (B)(4).